Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73m1700117 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staplers were jamming, some did fire but not closing the skin properly. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged and a staple partially formed incorrectly. The staples appear to be slightly misaligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 37 staples left in the cartridge. Reference file (B)(4) for investigation photos. The partially formed staple was manually removed and the trigger cycle was completed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was unable to properly form. Another attempt was made and, this time, the staple was able to form properly. On the next attempt, two staples fired at once. The staples were manually removed and the next staple was able to fire properly. The next attempt resulted in two staples firing at once again. In total, only 2 of the tested staples were able to properly form. The slight misalignment of the staples prevented most of the staples from properly forming. The staple tips were microscopically examined and no burrs or defects were observed. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent most of the staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staplers jamming" was confirmed based upon the sample received. The sample was returned with the staples slightly misaligned. Upon functional inspection, most of the tested staples were unable to properly form due to the misalignment of the staples. It could not be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the staplers were jamming, some did fire but not closing the skin properly. There was no patient injury.